Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Related manufacturer report numbers 1627487-2022-02422, 1627487-2022-02423. Additional information revealed that high impedances were found on the leads, resulting in ineffective therapy. In turn, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.